Manufacturer narrative:
(B)(4). Additional phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "left side rupture diagnosed by ultrasound."

Event description:
Healthcare professional reported left side rupture diagnosed by ultrasound. Device has been replaced with non-allergan device.

Event description:
Healthcare professional reported left side rupture diagnosed by ultrasound. Device has been replaced with non-allergan device.

Manufacturer narrative:
A visual device analysis of the returned device identified: underweight, opening extended on posterior and white particles in the shell. A visual and microscopic analysis was performed which identified: sharp broken on posterior, missing shell and observed 40 mm dark patch edge material inside gel device. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior side assessed as an unidentified (tear) opening and missing shell assessed as inconclusive